Event description:
It was reported that (1) lcsc5 and (1) hp050 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the representative that the curved shears operated four to five seconds and then produced a solid tone. There was no increased tension or torque. The instrument was definitely not working properly and caused several bleeding vessels that were difficult to control. The surgeon had to change to 12mm ports and use the atw35. It is unknown how the case was completed. There was extended operating room time by twenty minutes.